Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during impella cp support, the 64-year-old male patient had small oozing at the right femoral artery. Systemic heparin was held. Additionally, the impella began to get suction alarms. All troubleshooting options were performed including decreasing p level, 250ml of albumin and repositioning under echo. Despite all attempts, staff was unable to resolve the suction issues. Impella was therefore explanted. Hemostasis was achieved via perclose x2 and 10 minutes of manual compression.

Manufacturer narrative:
The investigation of access site bleeding and low pump flow has been completed. The impella device was not returned for evaluation. The cause of the access site bleeding cannot be determined since the complaint device not returned for investigation and insufficient clinical data provided. The cause of the pump flow issue most likely was biomaterial ingestion. H6 code 2993 was reported incorrectly on manufacturer device report 1220648-2024-19925. New code was added to medical device problem code.